Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released / impedance high / damaged cable) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released and impedance high flags is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his electrode belt. Review of the pt's downloaded data revealed multiple occurrences of 'gel previously released' and 'impedance high' flags. As there was no previous gel release event, customer support alleged a damaged electrode belt cable. The pt was issued a replacement electrode belt.